Manufacturer narrative:
Findings: unit had intermittent button response due to flattened(creased) esc and act buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot and broken reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she had an issue with act, b button, and down arrow key. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.